Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed.manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. Pericardial effusion was recognized during the procedure. The pericardial effusion could not be assigned to any specific event (e.g. Ablation) and was noticed due to the left atrial pressure. Patient was stable the whole time. The surgery was delayed by 60 minutes. No specific intervention, blood was extracted. After that procedure was finished. Patient was the stable. Even after a 1 day follow-up. Patient has fully recovered. Patient did not require extended hospitalization. Transseptal puncture was performed with brk needle. It is not clear when the pericardial effusion happened during the procedure. Ablation was performed, but the physician thinks it could have happened during transseptal punction. There were no significant events during ablation. No evidence of a steam pop. No error messages were observed on biosense webster, inc. Equipment during the procedure.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure using thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis. The bwi product analysis lab received the device for evaluation on 13-nov-2023. The device evaluation was completed on 22-nov-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).